Event description:
The lay user/pt contacted lifescan alleging that their one touch ultralink meter was reading inaccurately high when they performed a control solution test. The customer care advocate (cca) walked the lay user through another control solution test; however, the result still fell outside the specified control solution range. The cca confirmed the pt was using the correct testing technique and that the subject strips and control solution were in good condition. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.